Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were visually inspected and the customer's indicated failure mode for improper seal with the incident lot was observed. A review of the manufacturing records was completed for the incident lot #5061853 and no issues were identified. The probable root cause is a manufacturing deficiency.

Event description:
It was reported that the seal of bd vacutainer® plastic microbiology c&s tubes kit, transfer straw/bd hemogard¿ boric acid, sodium formate and sodium borate preservative 4ml 13x75mm was not sealed properly so not sterile. No injury or medical intervention.

Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is pre-amendment and does not have a 510k associated with it.